Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that was functioning properly but would not correct the peyronies curvature. It is believed that the device was undersized for the patient and the reservoir was causing herniation, so the physician performed surgical intervention to replace the ipp with the original rear tip extenders (rtes) to an ipp with longer rtes. There were no additional patient complications.